Manufacturer narrative:
As no sample material was available, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a false positive toxo igm elecsys result from cobas 6000 e601 module serial number (B)(6). The results were 1.03 coi and 1.04 coi (reactive). The customer sent the sample to another laboratory using clia methodology and the result was negative and deemed correct. The questionable result was not reported outside of the laboratory.